Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mod classic gel, 275cc, breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-7008487). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered right breast seroma and right breast implant rupture, post-procedure. The patient initially self diagnosed the changes on the right breast and eventually was elected to have an ultrasound with aspiration on (B)(6) 2021. 90cc of fluid was collected from the right breast and it was tested for bia-alcl, which came back negative for cd30. Imaging results suspected intracapsular rupture on the right implant. As a result, the patient went for revision surgery on (B)(6) 2021. Upon removal of the right implant, it was confirmed to have a small rupture. Subsequently, the patient underwent bilateral removal, bilateral complete capsulectomies and bilateral replacement with the following devices: (right) 240cc mentor memorygel breast implant catalog: smpx240 lot: 9532961 sn: (B)(4) and (left) 240cc mentor memorygel breast implant catalog: smpx240 lot: 9534058 sn: (B)(4).